Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm replace battery now. Customer's blood glucose at time of incident was 7.5mmol/l. Customer did not receive a low battery alert prior to the replace battery alarm now. Customer stated that this is the second occurrence of the replace battery now without a low battery warning. Customer was advised that pump will need to be replaced. Customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery.

Manufacturer narrative:
The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms were noted. The insulin pump was received with high sleep current due to cracked connector. The insulin pump was received with minor scratched display window, case and keypad overlay.